Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of the image blackout during angulation is damage (broken wire, etc.) Of the image sensor unit due to use stress or external factors or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed intermittent images (blackout) during angulation. The issue occurred during preparation for use. There were no reports of patient harm